Event description:
It was reported that when the surgeon injected the cortoss ¿ he did the right side first and everything was fine. He then moved to the left side and put the stylet back in and the cortoss set up pretty quickly and he could not get it completely seated in. When he tried to pull the stylet out, he ended up pulling out the bolus of cement. The surgeon believes he was not in the vertebral body the entire time because he did not feel any landmarks and he did not feel like he was seated in bone. About 1 cc of cement came out attached to the cannula.

Manufacturer narrative:
It was concluded based on the reported event that the fast set time was attributed to how the device was handled. In accordance with the cortoss IFU the catheter is to be replaced between each injections along with the mixtips. The reason for this is due to the likelihood of residual cortoss in the tube which has begun to set. As a result the initial injection went smoothly but the second injection started with cortoss which had already begun to polymerize preventing the surgeon from reaching is landmark. Upon removal of the catheter the bolus came out because newly setting cortoss affixed to residual cortoss. There was no indication of any manufacturing anomalies that would have compromised product quality. Product not returned.